Manufacturer narrative:
The pad-pak was first installed on the 1st march 2010 and performed to specification up to the 3rd august 2014. The device failed several self-tests due to a low battery between 10th-12th august 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(4) 2014 and the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane.the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.